Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with loss of ventricular capture. A remote pacemaker transmission revealed high right ventricular (rv) thresholds, high right atrial (ra) thresholds, high ra impedance. Chest x-ray revealed the rv lead was dislodged. A lead revision procedure was performed and it was noted that the leads were coiled in the pocket with the rv lead completely in the pocket due to twiddler's syndrome. The physician elected to replace the rv lead due to infection risk since the lead was coiled in the pocket. The atrial lead was repositioned as it was only pulled back to the superior vena cava (svc). The ra lead remains in use. No further patient complications have been reported as a result of this event.